Event description:
It was reported that a patient underwent a posterior vaginal repair procedure on an unknown date and mesh was implanted. The patient experienced an asymptomatic 5mm mesh exposure at the vaginal vault. The patient declined excision. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Upon review of the event, the patient was asymptomatic and no medical or surgical intervention was provided. Therefore, this event does not meet criteria for a serious injury. This event is not reportable.